Event description:
It was reported by service report that the bed did not have an accurate reading on the scale. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Calibration of scale.